Event description:
Reporter noted four cases of endophthalmitis 3+ days post-op at this clinic in 2003. Pt 3 or 4: cultured aqueous humor and vitreous: negative, treated with intravitreal antibiotics. Prognosis is good.